Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they high blood sugars of 469 mg/dl. The customer declined troubleshooting for their high blood sugars. No futher information was provided.